Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away. The cause of death was believed to be cardiac arrest. Device interrogation showed no stored episodes, not even non-sustained ventricular tachycardias (vts) . It was suspected that the implanted device undersensed ventricular fibrillation (vf), as the external defibrillator determined the rhythm was treatable and delivered two shocks. Device data was saved to be reviewed by technical services; however, at this time only pdf reports were provided. Technical services discussed obtaining the complete data set for review. It was not known if the device was planned to be explanted post-mortem.

Manufacturer narrative:
This report will be updated when additional information is provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away. The cause of death was believed to be cardiac arrest. Device interrogation showed no stored episodes, not even non-sustained ventricular tachycardias (vts) . It was suspected that the implanted device undersensed ventricular fibrillation (vf), as the external defibrillator determined the rhythm was treatable and delivered two shocks. Device data was saved to be reviewed by technical services; however, at this time only pdf reports were provided. Technical services discussed obtaining the complete data set for review. It was not known if the device was planned to be explanted post-mortem. Device data was submitted for review. Engineering analysis confirmed there were no abnormal faults or resets stored. Lead diagnostics were stable and within normal range since implant. It was noted that at the end of (B)(6) 2021 the patient had (B)(4) stored events, some with multiple anti-tachycardia pacing (atp) and shock therapies delivered, that showed appropriate sensing. On (B)(6), 2021 there were two signal artifact monitor (sam) episodes stored that showed a saturation of the signals on the shock channel; the behavior is consistent with the patient undergoing a procedure. The date of death was not reported. Therapy was programmed off on (B)(6), 2021. Based on the available information, the device appeared to be operating normally at the time of death. The sales representative was not able to obtain the actual date of death, only that the patient passed away over the weekend, so possibly (B)(6). Also, it was confirmed that the device was not explanted post-mortem.

Manufacturer narrative:
This report will be updated when additional information is provided. The device was not returned, so no technical analysis could be performed. A review of production records did not identify a product quality issue. A supplemental report will be submitted after technical services reviews the device data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report will be updated when additional information is provided. The device was not returned, so no technical analysis could be performed. A review of production records did not identify a product quality issue. A supplemental report will be submitted after technical services reviews the device data.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away. The cause of death was believed to be cardiac arrest. Device interrogation showed no stored episodes, not even non-sustained ventricular tachycardias (vts) . It was suspected that the implanted device undersensed ventricular fibrillation (vf), as the external defibrillator determined the rhythm was treatable and delivered two shocks. Device data was saved to be reviewed by technical services; however, at this time only pdf reports were provided. Technical services discussed obtaining the complete data set for review. It was not known if the device was planned to be explanted post-mortem. A complete set of device data was later submitted to technical services for review.